Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) exhibited undersensing. The ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The complainant indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
This supplemental report is being filed as updates from gfe and product analysis were received. Boston scientific received information that the implantable cardioverter defibrillator (ICD) exhibited undersensing. The ICD was explanted. No additional adverse patient effects were reported.